Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lightheaded and dizzy. The right ventricular (rv) lead exhibited high thresholds, no capture, high impedance, fracture and noise. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.